Manufacturer narrative:
Product complaint #(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, the guide wire needles were used, and one of them got caught inside of the drill bit. The surgery was completed successfully without delay. The patient outcome was unknown. Concomitant devices reported: drill bit (part# 03.226.039, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for one (1) 1.6mm threaded guide wire trocar point 220mm this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the complaint device guidewire ø1.6 w/thread-tip w/trocar l22 (product code: 02.226.000, lot number: 93p5981) was returned to cq west chester for investigation. The drill flute(product code: 03.226.039) had the guide wire inside it which is due to the blockage of the cannula by some foreign substance. Functional test: the guide wire along with the foreign substance were removed from the cannula of the drill flute during functional test. Can the complaint be replicated with the returned device(s)? The complaint cannot be replicated as the two parts were separated during evaluation without any issue. Document/specification review: based on the date of manufacture, the current and manufactured to version of drawing were reviewed. Complaint confirmed: the overall complaint is being confirmed as there was an unidentified substance blocking the cannula leading to issue. Conclusion: the drill bit was returned with the guide wire inside it. During investigation, the device were separated without any issues. The overall complaint is being confirmed as a foreign substance was seen blocking the cannula. A definitive assignable root cause could not be determined from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history batch product: 02.226.000, lot: 93p5981 manufacturi,ng site: balsthal, release to warehouse date: 29.mar 2021. A manufacturing record evaluation was performed for the finished device 02.226.000 lot number 93p5981, and no non-conformances were identified. Device history review product #: 02.226.000, lot #: 205p648, manufacturing site: balsthal, release to warehouse date: 16.jun2021 . A manufacturing record evaluation was performed for the finished device 02.226.000 lot number 205p648, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.